Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have pulled out two of their fillings and caused terrible issues. After getting them repaired, they tried again only to have another tooth damaged. They cannot wear the aligners. This is a contraindicated patient. (B)(6) 2025 from case (B)(4).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.